Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: the taxus liberte stent delivery system (sds) was received for analysis. Examination of the stent identified several bent and lifted struts in the first two proximal rows of struts and a single flared strut in the third proximal row. The position of the distal end of the stent, relative to the distal markerband, confirmed that the stent did not dislodge from the as-manufactured position on the sds balloon. The distal tip of the sds was bent. No further damage was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained through the femoral artery. The 95% stenosed lesion was located in a non tortuous and moderately calcified proximal right coronary artery (rca). The lesion was pre dilated with an unspecified 3.0mm x 20mm balloon catheter. The physician attempted to advance the 3.5mm x 32mm taxus liberte drug-eluting stent (des) stent delivery system (sds) however; there was difficulty advancing the sds and the device did not cross the lesion. The physician noted the proximal stent struts were deformed. An unspecified bare metal stent was implanted. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained through the femoral artery. The 95% stenosed lesion was located in a non tortuous and moderately calcified proximal right coronary artery (rca). The lesion was pre dilated with an unspecified 3.0mm x 20mm balloon catheter. The physician attempted to advance the 3.5mm x 32mm taxus liberte drug-eluting stent (des) stent delivery system (sds) however; there was difficulty advancing the sds and the device did not cross the lesion. The physician noted the proximal stent struts were deformed. An unspecified bare metal stent was implanted. No patient complications were reported and the patient's status is stable.